Event description:
An impella cp device was inserted into the right femoral artery in a 57-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the left lower extremity was cold, and with absent posterior tibial (pt) and dorsalis pedis (dp) pules. The right lower extremity (impella side) was cool, had a present pt pulse but an absent dp pulse. An ultrasound was ordered. The patient also had persistent episodes of ventricular tachycardia (vt), requiring multiple shocks from an implantable cardioverter defibrillator (ICD). Three days after impella insertion, the family elected to withdraw care, and the patient expired on support. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction, complicated by cardiogenic shock, along with the complications of stage d shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Investigation summary: ischemia/tachycardia/ppae: the cause of the injury was not determined due to insufficient clinical details.